Manufacturer narrative:
The product is not a sunbeam heating pad.

Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided.

Event description:
Consumer claims she was lying against the heating when she realized it getting hot. When she looked at the pad it allegedly had caught on fire and singed her shirt. There was no injury reported with this incident.